Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system with a g7 15-day cgm, including a documented cgm value of 351 mg/dl, after changing the cgm target without clinical oversight and reporting meal announcements that were maladapted with incorrect meal size. Symptoms included elevated blood glucose without reported physical complaints. Outcomes included the need for additional training and education. Investigation included review of device data and user-reported logs, assessment of meal announcement practices, and evaluation of cgm target settings. Investigation of this case revealed user management factors, including incorrect meal announcements and an unsupervised change to cgm target, which were associated with the hyperglycemic events; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and use error.